Manufacturer narrative:
(B)(4). Concomitant medical products: 51-149060, tprlc xr mp fp t1 pps 6x97.5mm, 3822018, 010000664, g7 pps ltd acet shell 54f, 6047001, 650-1158, delta cer fem hd 28/0mm t1, 2016061373, 110024464, g7 dual mobility liner 44mm f, 231540. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation(remains implanted). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a disassociation of the liner from the ceramic head. No additional information available.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.